Event description:
Customer reported going to urgent care for assistance with removal of flex disposable disc. Customer stated the disc was inserted on february 15th. Customer tried to remove the disc multiple times over the next several days. Customer went to urgent care for assistance with removal on february 21st. The customer stated the urgent care doctor was unable to remove the disc and the customer was sent to the ER for further evaluation. The disc was successfully removed by the ER doctor at 2:30am on february 22nd. The disc had been inserted for approximately 151 hours total before it was successfully removed by the doctor. The customer stated the doctor used tools to assist with removal but did not specify which. The customer reported some discomfort post removal but was not prescribed any medication. The submission of this report is not an admission by the company that the use of the device in question caused or contributed to the customer event.